Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent a hip arthroplasty procedure utilizing a bi-polar hip component on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to wear of the acetabular cartilage. The surgeon removed and replaced the bi-polar component with a modular head, acetabular cup and liner. No further information has been provided.